Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio2: 1.0, lab: 2.3. Time between tests: 2 hours. Therapeutic range: not provided.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013. Inratio meter = 1.0. Reference = 2.3. Mean = 1.65. Confidence limits = 1.2 - 2.3. The mean of the inratio meter and comparative system inr were calculated. The inratio inr value was not within the confidence limits for inr testing. The results were considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot # 312530. Results as follows: 212, inratio: 1.8, 1.8, 1.7, reference: 1.58, bias threshold: 1.08 - 2.08, %cv: 3.27; 218, 2.6, 2.7, 2.8, 2.65, 1.65 - 3.65, 3.70. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than (B)(4), passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. As reviewed on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot #312530 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.